Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6)product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), h3: analysis of the 97745 programmer (s/n (B)(6)) revealed that the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device.  The reason for call was caller stated that he thinks he has an issue with the recharging device. Caller stated on (B)(6) he did a charge and he unlocked the controller and it said looking for a device. The next screen that popped up was multiple screens piled on top of each other and he couldn't make it function or respond to any of the controls so he had to reset the controller to get it to work. Caller noted that since then he has been fighting with it to get the recharger to connect to the implanted neurostimulator to charge. Caller reported that he noticed that a lot of the time when he is trying to charge, instead of seeing recharging excellent or good, the controller just says recharging. Yesterday the controller didn't want to fire up and it took him 45 minutes to get any kind of charge. The controller then displayed system problem rm06. During call pt verified no visible damage to the recharger or to the controller charging port. The issue was not resolved. An email was sent to the repair department to replace the controller. No symptoms were reported. Pt mentioned the ins was recently reprogrammed. No allegations were made. Pt called back stating that they received the replacement controller, however they had an issue setting up the controller as they made a mistake setting the date/time and they couldn't get back in to set the date/time. Pt also said that the replacement controller came with aa batteries which wouldn't work to recharge the ins. Pt said that they thought that they were told to return the battery pack. Pss reviewed with the pt that the lithium battery pack was required in order to recharge the ins. Pss reviewed with the pt to keep the battery pack and just return the controller. Pt noted that they would send back the old controller today. Pt placed the lithium battery pack in the controller. Pss had the pt unlock the controller and pt saw no device found. Pss reviewed screen meaning with the pt. Pt noted that the ins was at 50% last night. Pt initiated an ins recharging session and saw no device found, so pss had the pt tap recharge. Pt then saw the batteries screen with the controller at 40% and the ins at 70% with recharging excellent. Pss had the pt stop recharging the ins and access the controller menu. Pss walked the pt through changing the date/time successfully. Pt noted that the date/time options were grayed out last night. Pss reviewed with the pt that they couldn't adjust date/time when charging the ins which is what they thought they were doing at the time. The equipment was working properly by the end of the call.